Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported difficulty grasping the leaflets and single leaflet device attachment were related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to adverse patient effects. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient's anatomy was very challenging due to prolapsed leaflets, flailing leaflets, and a rotated heart. Due to the patient's anatomy, visibility throughout the procedure was very poor and grasping the leaflets was difficult. However, the leaflets were able to be grasped and the clip was deployed without issue, reducing mr to 1-2. Approximately 5 minutes post-deployment, mr was noted to be increased to 3+ and a single leaflet device attachment (slda) of the deployed clip was noted. Reportedly, the slda occurred due to leaflet pathology. No additional treatment was performed as the patient is high risk and not a surgical candidate. The patient will be monitored, and if necessary, an additional clip may be deployed in the future. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.